Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneous carbon dioxide (co2) and a below assay range calcium (ca) results were obtained on a patient sample on a dimension vista 1500 instrument. Quality control (qc) recovered within range on the day of the event. The customer checked that reagent 5 (r5) and sample 3 (s3) probes were straight and horizontal/vertical belts were neither loose nor damaged, auto aligned r5 and s3, and ran probe test. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, ran service methods, found s3 mixer with low s3 mix readings, moved server 3 methods to server 2, calibrated methods, replaced s3 mixer, performed all required alignments and tests, and ran qc, which passed. Siemens evaluated the event and determined that sample mixing issue potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that an erroneous carbon dioxide (co2) and a below assay range calcium (ca) results were obtained on a patient sample on a dimension vista 1500 instrument. The initial results were not reported to the physician(s). The sample was reprocessed on an alternate dimension vista 1500 instrument. The repeat results matched the patient¿s history. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.